Event description:
It was reported that during a routine follow up, the pulse generator exhibited a diagnostics anomaly. After clearing the diagnostics, the device interrogated normally. The patient would be monitored.